Event description:
Pump found to not be delivering medication. Program indicated battery was not depleted. Catheter study done in 2000 and roter study in 2000 found to be okay. Program indicated it had been delivering medication. Pump removed in 2000 and replaced.